Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, it was reported that during a cv port placement procedure, the catheter was connected to the cv port device, and an attempt was made to confirm blood backflow by accessing the septum with a huber needle; however, air was aspirated instead. As the issue persisted despite repeated attempts, a new cv port kit was opened, and only the port device was replaced. Blood backflow was subsequently confirmed. No patient injury was reported.